Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. X-ray showed that the inner coil was over torque and the stylet could not be inserted due to over torqued inner coil at the connector region which consistent with procedural damage. The cause of the reported event was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. No visual anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.